Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed foam particles in the air path during the device evaluation. There were some secondary findings. Additionally, there were some technical findings like error code.